Event description:
It was reported the patient presented to the emergency room (ER) on (B)(6) 2013, with a decreased level of consciousness/altered mental status, depressed respirations and hypoxemia. The patient responded to narcan. This was reported to be the second incident in a month. The patient's dose was just decreased three days prior to this ER visit. The patient recovered without sequela. The pump was delivering dilaudid and bupivacaine.

Event description:
Additional information was received and it was reported that the patient had 3 instances where she's been in the ER (emergency room) and gone into a coma. The last time was (B)(6) 2013 and it lasted 10 hours. The patient was afraid that sometime she would go to sleep and not wake up. As of (B)(6) 2013, the patient was still in the hospital from the last coma. The patient¿s doctor told her that everything looks fine with the pump. The doctors were at a loss with regards to what was happening to her.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).